Event description:
It was reported to baxter's technical service center that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during initial drain. The technical service representative (tsr) instructed the caregiver (cg) to close all the clamps and asked if the hp was connected when the machine alarmed. The hp was connected. The tsr inquired about the therapy set up of patient line extensions and the cg explained that the extensions were not connected prior to priming. The hp was instructed to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 was caused by an incomplete prime resulting from the patient's failure to connect their extension line prior to priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" ((B)(6) 2010), which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.